Manufacturer narrative:
Testing and investigation found the touchscreen response was intermittent and would not calibrate. During review of the device history touchscreen: fail and button ID: invalid malfunction alarm codes were noted. The probable cause was contamination on the touchscreen due to fluid ingress. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, it was noted that the device touchscreen was not working properly. There were no reports of any adverse patient event or delays in critical therapies while the device was in clinical use. No additional information was provided.